Manufacturer narrative:
The device was not returned for eval because the biomed dept at the hosp checked the device and found no problems. As the pump was not returned, linvatec could not confirm the problem reported.

Event description:
The customer reported that during use, the pump pressure and flow had not control and the pt's right leg swelled. It was reported that the pt's swelling I n the right leg resolved on its own. No intervention needed.